Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is only charging one battery,

Manufacturer narrative:
Corrected fields- e4. Updated fields- b4, d8, d9, g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion, components) , h11. A getinge field service engineer (fse) checked the unit and found that a new battery that was less than a year old has failed in charging. The fse also tested the battery on another cardiosave with the same result, it failed to charge. The fse replaced the battery. The unit was handed back to the customer in good working order.

Event description:
N/a

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Event description:
It was reported to a getinge field service engineer during a service that, the cardiosave intra-aortic balloon pump (iabp) unit is only charging one battery. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a